Event description:
It was reported that oncology staff nurse opened this box of huber plus and prime the needle from main hub but did not prime from y-site. She inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. The aspiration to check blood return was fine. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse immediately. Oncology staff nurse opened a new box of huber plus to continue chemotherapy. Cancer patient is fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub leak is confirmed but the exact cause is unknown. One video of a 20 ga huber plus infusion set was provided for evaluation. The device is shown in patient use. The proximal luer hub is attached to an infusion set with a clear fluid. The fluid is observed to form leaking beads at the blue valve y-site. The blue valve appears to have an oval shape. The dimensional characteristics cannot be clearly inspected for a determination of the potential root causes. Since the hub was observed to leak, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1860 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that oncology staff nurse opened this box of huber plus and prime the needle from main hub but did not prime from y-site. She inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. The aspiration to check blood return was fine. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse immediately. Oncology staff nurse opened a new box of huber plus to continue chemotherapy. Cancer patient is fine.